Event description:
A customer in (B)(6) notified biomérieux of obtaining discrepant identification results in association with the vitek® ms instrument ref. 410895, (B)(4) and the vitek® 2 gp ID test kit ref. 21342, lot 2421852203 when testing two isolates. Both isolates were cultured on columbia sb agar at 37°c for 20 hours prior to testing. The customer tested the patient isolates with the vitek® ms and vitek® 2 gp ID test kit methods. Isolate 1, urine - ID (B)(6). Gp ID, lot 2421852203. Initial: streptococcus sanguinis. Repeat: unidentified organism. Vitek ms x4: strep equi spp zooepidemicus (50%) / strep equi ruminatorum (50%). Customer reported: strep. Equi. Isolate 2, urethra - ID (B)(6). Gp ID, lot 2421852203. Initial: lactococcus garviae. Repeat 1: pediococcus pentosaceus. Repeat 2: unidentified organism. Vitek ms x4: strep equi spp zooepidemicus (50%) / strep equi ruminatorum (50%). Customer reported: viridans streptococci. Biomérieux customer service reviewed the customer lab reports and photographs; they confirmed discrepant identification results were obtained between the vitek® ms instrument and the vitek® 2 gp ID test kit. Review of the provided photographs showed no microbial contamination. There is no indication or report from the laboratory that the discrepant results led to any adverse event related to any patient's state of health. Biomérieux has initiated an internal investigation into this report. At the time biomérieux was notified of this issue, it was not clear that the samples in question were from separate patients not different anatomical collection sites on the same patient. On (B)(6) 2022, biomérieux local customer service confirmed that the samples were from different patients.

Manufacturer narrative:
A customer in (B)(6) notified biomérieux of obtaining discrepant identification results in association with the vitek® ms instrument ref. 410895, (B)(4) and the vitek® 2 gp ID test kit ref. 21342, lot 2421852203 when testing two isolates. Investigation: the investigator, reviewed historical complaints and the device history record. Since (B)(6) 2016, no similar complaint has been recorded for the reported misidentification. There are also no capas, nor non-conformities on vitek ms linked with customer complaint. Fine tuning: according to the vilink alert tool criteria, the status was good during the tests. Spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator ¿all peaks¿ values were heterogeneous. Knowledge base review: expected identifications are not known as no reference method was used to confirm the organism. It cannot be determined if the expected identifications exist in the knowledge base. Sample data analysis: for the isolate labid vk-9273, the low discrimination results were obtained from spectra having a low number of peaks between 47 to 49. Moreover, the low discrimination was obtained with a low identification score which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.40). For the isolate labid vk-9274, the low discrimination results were obtained from spectra having a low number of peaks between 33 to 49. Moreover, the low discrimination was obtained with a low identification score which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.40). In addition, two spectra show no identification results due to ¿not enough peaks¿ 17 and 23. However, when the number of peaks were higher 55 and 81, spectra led to no identification. Based on these findings, the non-optimal spot preparation of the sample strains culture, spot, different operator is the likely cause of the misidentification issue for both isolates. The following system limitation is mentioned in the vitek ms v3.2 knowledge base user manual ref. 161150-924-a: ¿testing of species not found in the database may result in an unidentified result or a misidentification. * interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿ conclusion based on the information above, the most probable cause of customer¿s issue are non-optimal spot preparation in conjunction with the system limitation regarding how the software handles spectra for species that are not included in the knowledge base library. Local customer service provided the customer with additional training materials to help improve their spot preparation technique. Customer service also provided information regarding vitek® pickme¿ ref 423551/ 423546 to further assist with sample spot preparation.